Event description:
It was reported that during stenting procedure, the physician encountered difficulties deploying two stents; upon deployment, the stents were compressed. Reportedly, the physician advanced the first stent without any difficulties. The physician used the thumbwheel to deploy the stent and the first 2cm of the stent were deployed, the physician then switched to deploy the stent using the lever; however, the lever was jammed and would not deploy the stent. After various attempts to deploy with the lever the physician switch to use the thumbwheel to deploy the stent. After the stent was deployed, it was identified that the distal end of the stent was compressed. The physician advanced a second stent (same catalog and lot number) and the physician had the same problem with the lever. The distal end of the stent was also compressed. The physician conducted stent post-dilation; the distal end of the stents remained compressed. The physician did not take any further action. There was no report of injury.

Manufacturer narrative:
The stents remained implanted and the delivery systems were discarded by the user facility. Therefore, a product evaluation could not be performed. The event investigation is currently underway. Please note that this event involves two devices with the same product malfunction, same device information and used in the same patient.